Event description:
(B)(4) I am (B)(6) had my essure in 2010, did know much about the essure just knew it was for ever never thought would cause me a lot of problems. When I got procedure done I bleeded for about a month did go in to ER for really bad pain. After that I notice a lot pain so I been going in for pain in my abdomen been to several doctor none have gave me a reasonable answer to all my pain its been 5 years almost 6 years now on (B)(6) 2015 was last day I seen a doctor due to my pain I just decide to cope with my pain everything they have done has hurt me even more would of never thought essure can be the problem, just seen this today will be going in to my doctor to see if they can remove them. Here are some of my symptoms I have: cramping, sharp/stabbing pelvic pain, no bleeding periods, night sweats, loss of libido, hot flashes, sexual dysfunction (unable to orgasm or feel pleasure), chronic pelvic pain, all over body aches/pain, severe bloating, metallic taste in mouth, heartburn, headaches or migraines(some headaches lasting less than a minute), tingling sensations, numbness, anxiety/panic attacks, mood swings, depression (sadness/suicidal thoughts), loss of hearing, diminished brain function (forgetfulness, short term memory loss), mood disorders, ptsd (post traumatic stress disorder), numbness/tingling in extremities (hands/feet), dizziness, insomnia, weight issues (gain), swelling of legs/feet, muscle spasms, vision problems, excessive sweating, dry eyes, severe bloating, pain in joints.